Event description:
It was reported that the patient experiencing discomfort presented remotely via merlin.net. Review of transmission revealed that the implantable cardioverter defibrillator (ICD) delivered an inappropriate shock due to a morphology mismatch. No changes or intervention was reported. The patient condition was unknown.